Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned at a later date, the investigation will be re-opened.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a vascular procedure, the tip of the catheter detached within the patient. The physician used a vascular snare device to successfully remove the foreign body from the patient without any additional consequences to report.